Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced an overdose with seizures following a programming session. The hcp had increased the dose of the pt's pump the previous day; the symptom occurred early that evening. The pt was admitted to the hosp. The reporter indicated that the pt was taking unspecified oral medications. A recent change to one of those medications may have changed the seizure threshold; the hcp planned to this rule out. Additional troubleshooting was being considered. The pump contained baclofen.